Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2007; 7020, competitor implantable defibrillation lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the implantable cardiac defibrillator and the right ventricle (rv), right atrium (ra) and left ventricle (lv) leads needed to be explanted as the patient became septic. No further patient complications were reported as a result of this event.